Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The patient subsequently passed away. The breach in aseptic technique was described as touch contamination. The patient was treated with cefazolin (intraperitoneally, daily. Dose and route not reported) and ceftazidime (intraperitoneally, daily, dose and route not reported) for peritonitis and both were on going until the time of death. Two days after the event, the patient was hospitalized for an unrelated medical condition. While in the hospital manual exchanges were performed for pd. Eleven days after the event, the patient passed away. At the time of the patient¿s death, the patient was recovering from the peritonitis event. It was unknown if pd therapy was ongoing until the time of death. The cause of death was end stage renal failure and an autopsy was not performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.